Event description:
Customer reported that the paramedics were called to assist him due to low blood glucose. The blood glucose reading was 21 mg/dl at the time the paramedics arrived. Customer stated that he did not eat dinner before going to sleep. Nothing further was reported.

Manufacturer narrative:
Currently,as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.